Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for an acute type b dissection using a gore® tag® conformable thoracic stent graft with active control system. It was reported that the acute type b dissection had occurred one week earlier, and that back pain and rapid expansion of the false lumen had been observed. A gore® tag® conformable thoracic stent graft with active control system (tgmr312610j) was implanted from the left common carotid artery. It was confirmed that there was no endoleak. Subsequently, a second gore® tag® conformable thoracic stent graft with active control system (tgm262610j) was implanted distally because the distal landing zone of the first device appeared to be slightly short. The patient tolerated the procedure. On (B)(6) 2026, echo revealed a retrograde type a aortic dissection. The dissection extended to the left common carotid artery, resulting in complete loss of blood flow and near-immediate death due to acute cerebral ischemia. It was reported that the patient was not in a condition to undergo reintervention. The physician stated that it was difficult to conclude that oversizing had led to the dissection, considering the diameter of the proximal landing zone. The physician also stated that the patient's medical history included heart transplantation, with an anastomosis in the ascending aorta. Therefore, the dissection might have stopped at the anastomotic site, and extension to the cerebrovascular vessels might have led to cerebral ischemia. The following additional information was reported. Autopsy findings revealed that the entry tear was located in the ascending aorta rather than at the proximal end of the gore® tag® conformable thoracic stent graft with active control system.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #tgm262610j, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.